Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a 100% stenosed, moderately calcified lesion in the heavily tortuous obtuse marginal artery. An unspecified stent implant was deployed; however, plaque shift was noted. After placement of balance middle weight(bmw) guide wire, a 2.25x28mm xience alpine stent implant was deployed without reported issue. During withdrawal of the bmw guide wire, resistance was met and it was noted that the guide wire was caught with the deployed 2.25x28mm xience alpine stent implant and the guide wire tip separated. Additionally, the deployed stent implant was shorted and shifted proximally. The proximal portion of the guide wire was removed without issue, and a balloon dilatation catheter (bdc) was used to crush the separated distal portion of the guide wire to the vessel wall. The procedure was completed with no reported adverse patient sequela and no reported clinically significant delay in the procedure. On (B)(6) 2015, the patient presented with angina and angiogram revealed occlusion and possible poor wall apposition of the deployed 2.25x28mm xience alpine stent implant; however, it is unknown if the occlusion is thrombosis or restenosis. Attempts to treat the occlusion were unsuccessful; therefore, the patient was treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported tip separation was confirmed. Difficulty removing the guidewire and device causing damage to another device were not confirmed as this could not be replicated in a testing environment. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience alpine referenced is being filed under a separate manufacturing report number.